Manufacturer narrative:
The customer ordered a new footswitch and will return the replaced footswitch for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported the footswitch is working intermittently. Additional info was requested on the event and pt status. The pt impact is unk.